Event description:
The facility reported an infusion pump with a failure code 500:320:0000. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation was completed and the reported condition of the failure code 500 was confirmed. The failure code 500 was determined to have occurred due to the lock key being pressed for more than 50 seconds. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.